Event description:
Synovitis [synovitis]. Left knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) female pt, initials unknown with kellgren and lawrence grade 01 osteoarthritis. (B)(4). The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection in left knee (dosage regimen not provided). The lot number for synvisc was not provided. On (B)(6) 2002, the pt received second synvisc injection. On (B)(6) 2002, the pt experienced synovitis of left knee. On an unspecified date in 2002, the pt received treatment with betamethasone for synovitis of left knee. On (B)(6) 2002, the pt still continued to experience synovitis of left knee. On an unspecified date in 2002, the pt experienced left knee effusion and pt underwent arthrocentesis of left knee and 25 cc (small (1+) effusion) of clear yellow fluid was aspirated. On an unspecified date in 2002, the pt again received treatment with betamethasone for synovitis of left knee and left knee effusion. As of (B)(6) 2002, the flare was resolving. The action taken with synvisc treatment was not provided. At the time of this report, the pt had not yet recovered from the event of synovitis of left knee. The outcome for the event of left knee effusion was not provided. Concomitant medications were not provided. The intensity for the event of synovitis of left knee was assessed as moderate and for the event of left knee effusion was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis of left knee as definitely related. The causal relationship between synvisc and the event of left knee effusion was not provided. Additional information was received on (B)(4) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: (B)(4). The benefit risk profile of the product is not altered by this report.